Event description:
Customer reported blood glucose results of 421 mg/dl and 83 mg/dl within 10 minutes on the compact plus system. Customer reported symptoms for which she self-treated. No adverse event reported. A request was made for the return of the system, replacement was sent.